Manufacturer narrative:
The hospital's technician tested the device and confirmed the oxygen supply was stopped. However, the technician did not observe any device failure and did not replace any part. The cause of the issue is believed to be the oxygen supply side. The international service technician was unable to duplicate the reported event. The service technician tested and inspected the oxygen manifold and found it performed as designed. Review of the device diagnostic history indicated a low o2 supply pressure and an oxygen not available reference failure. The source of the oxygen to the patient was an o2 manifold and an oxygen tank. Based on the information received from the customer and review of the device diagnostic history it appears the oxygen cylinders were left open while the o2 wall supply was reconnected following patient transport. When the wall supply of oxygen was removed later the oxygen cylinders were empty. The device alarmed oxygen not available, functioning as it was designed to function. The device functioned to specifications. It was recommended that the manufacturer's international respiratory product manager provide the clinical team at the hospital with additional information regarding the use of oxygen cylinders and the wall oxygen supply.

Event description:
The international customer reported while transporting the patient, the device alarmed and displayed oxygen not available and low o2 supply pressure. The patient became hypoxic due to a reduction of spo2 to less than 70%.the customer stated that when the problem occurred an oxygen manifold and an oxygen cylinder were connected. Customer reported patient involvement with patient harm resulting.